Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and found cannula was broken. The broken part was found missing.

Event description:
The customer reported via phone call that they received an alarm. The customer's blood glucose was unknown at the time of incident. The customer called back and stated that they change the sensor. The customer agreed to return the sensor for analysis.